Manufacturer narrative:
One used decontaminated inner cannula was received for investigation. Under visual inspection we noticed that inner cannula is cracked as described by customer, complaint confirmed. Instructions for use instruct user to be careful when cleaning so as not to damage cannulae. To verify inner cannulas durability we carried out informative testing. Based on results of the testing current thin wall inner cannulas were found to be suitable for its function. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. The manufacturing device history report review was performed and the following was found: finish good work order, manufacturing date 2021-05-05, quantity (B)(4); incoming inspection records. This batch of inner cannulas was rejected due to wall thickness below specification on cavity 2, and this was solved via an internal nonconformance report. Cavity 2 was scrapped and remaining cavities were released to production. Returned sample is cavity 1 and based on physical measurement above (analysis details) all results of wall thickness are within specifications.

Event description:
It was reported that during use a crack was found on the inner cannula. No patient injury or adverse affects were reported.